Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x3.0 mm balloon ruptured at 12 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex coronary artery. The maverick2 monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.